Event description:
It was reported that the user experienced issues with ilet connectors during a supply change, had previously received assistance, and requested confirmation of correct steps; the connector lot reported was 6010686, and replacement supplies were arranged after troubleshooting and education were completed. Customer care provided support that included attempts to clarify the connector issue through multiple follow-up calls without successful contact. Investigation of this case revealed insufficient information to characterize a specific connector malfunction, and no device performance issues could be confirmed. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no hospitalization, and shipment of replacement supplies. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to limited information.